Manufacturer narrative:
The initial report had the incorrect information related to auto mode. The correct information has been provided with this report. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia with blood glucose of 598 mg/dl at the time of incident. The customer reported that she checked her blood glucose and it was 268 mg/dl and after she ate and bolused her blood glucose shot up to 502 mg/dl. The customer reported the symptoms related to high blood glucose such as nausea, difficulty in breathing, dry mouth and fatigued. The customer reported that auto mode feature was active. The customer treated her high blood glucose with boluses and injections. The insulin pump will not be returned for analysis.